Event description:
It was reported that the tip of the unit broke and fell into the pt. The tip was retrieved and no delays were reported. Further, no add'l intervention was needed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.